Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving morphine (10mg/ml at an unknown dose) via an implanted infusion pump. It was reported that the pump was implanted on (B)(6) 2020, and on (B)(6) 2020 the patient was having some issues. It was clarified that the catheter found its way into the spinal cord. There was no bleeding or swelling, but the placement was not intrathecal so it was removed.